Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years and six months post implant of this 20mm bioprosthetic valve implanted in a (B)(6) old pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for replacement was reported as moderate to severe stenosis and pressure gradients measured at 61 to 64mmhg. No additional adverse patient effects were reported.